Manufacturer narrative:
H6: the stylet was returned and analysis found that it was not recognized when connected to a known good system and would not track. It displayed red status only. A check of the electromagnetic (em) interface showed that both coils were dead. Codes b01, c02, and d02 are applicable. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the instrument was not recognized and could not be used. There were no problems when backup inventory was used. There was no patient involvement.